Event description:
Customer reported that a pt presented with a subcutaneous wound dehiscence on the trunk of the body four weeks post-op. Pt was seen by physician and resutured. Customer advised that no "intact" suture was observed at time of event. Current status of the patient is reported as fine.